Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
(B)(4), vantage ide study, patient site ID: (B)(6). It was reported that on (B)(6) 2023, a 29mm portico ng was implanted into a patient. During the procedure, the patient experienced a left bundle branch block. No treatment was administered. On (B)(6) 2023 the patient reported dizziness. Blood pressure was high and medication was administered. The patient was not hospitalized. The patient is reported to be stable and discharged. It is believed left bundle branch block was due to procedure, no implanted device. No additional information was provided.

Manufacturer narrative:
An event of left bundle branch block, high blood pressure and dizziness was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Manufacturer narrative:
An event of left bundle branch block that developed to first-degree atrioventricular block about a month post-procedure, high blood pressure and dizziness was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the information received, the cause of the reported incidents could not be conclusively determined. The reported unexpected medical intervention was a result of case-specific circumstances as medication was administered. The there is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
Crd_1003 - vantage ide study, patient site ID: (B)(6). Subsequent to the previously filed report, additional information was received that the decision was made to administer the patient glyceryl trinitrate and lercanidipine for their hypertension. On (B)(6) 2023, an electrocardiogram was performed and revealed that the patient had developed a first degree atrioventricular block. No intervention was performed . The patient was stable at the time of report. No additional information was provided.